Manufacturer narrative:
(B)(4). Batch # unk. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that the following was reported by (B)(6) (theatre lead) ¿ "I have noticed there is something wrong with a batch of cdh 29 bowel anastomosis circular staple which we use for anterior resections. On (B)(6) 2018 surgeon (B)(6) had the problem when he deployed the gun in which prolene purse string was not cutting. I discussed the event with theatre lead who advised that there was a ¿crunch¿ and that a stapled anastomosis was formed. Theatre lead advised that (B)(6) had to cut the prolene purse string suture from the bottom end." There were no patient consequences reported.